Event description:
Reporter alleged readings on family member's blood glucose monitoring device were 24 & 26 mg/dl. Reporter indicated based on the previous mentioned results, a different family member gave other family member glucose while obtaining a result of about 70 mg/dl twenty minutes later. Reporter stated device memory indicated results were 26 & 55 mg/dl thirteen minutes later. Reporter claims never obtaining results less than 36 mg/dl for her daughter and thinks the device is working fine; however questions the other family member who administered the glucose, claiming he is "incompetent." Reporter stated controls were used and in range. A request was made for the return of the suspect device and replacement product was sent.